Event description:
Caller reported an mobile system blood glucose result of 361 mg/dl, compact plus system result of 102 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips; replacement sent.

Manufacturer narrative:
The event occurred in (B)(6). Medwatch with (B)(6) is for mobile system, medwatch with (B)(6)is for compact plus system.